Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled and tested positive one (1) colony forming unit (cfu) of citrobacter freundii and one (1) cfu of alternaria species. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The customer provided their cleaning, disinfection, and sterilization process. The scopes are pre-cleaned by aspirating water through the instrument/suction channel. The air/water channel and the auxiliary channel is also flushed. No detergent is used for pre-cleaning. The instrument/ suction channel, the suction cylinder, and the instrument channel port of the scope is manually cleaned with an albyn medical brush using ddn9 franklab detergent. The scopes are not manually disinfected. The automated endoscope reprocessor (aer) used is a soluscope 4 (non-olympus), using soluscope cln detergent, and soluscope paa disinfectant. Scopes are stored in a surestore (non-olympus). Olympus is the maintenance company for the scope. The scopes are not sterilized. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. One (1) colony forming units (cfus) of revivable micro-organisms were identified. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During inspection and testing, service found the light guide lens was cracked, the adhesive on the bending section cover was detached, the connecting tube was wrinkled, and the angulation was reduced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. 1 colony forming unit (cfu) of coagulase negative staphylococci bacteria was detected in a culture test by olympus. However, the type of detected bacteria was not the same as the one detected in the test by the third-party labs provided from the user. When olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿. This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.